Event description:
Litigation alleges the patient suffers from discomfort and pain.update rec'd 10/8/2014- pfs and medical records received. Afte review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a failed acetabular cup and pain. There was no mention of loosening or malpositioning for the cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/30/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
Initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. Ppf has no new allegations reported. After review of medical records for the MDR reportability, patient was revised to address failed acetabular cup. Operative reported of large amount of scar tissue. Doi: (B)(6) 2018; dor: (B)(6) 2014 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.